Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect free t4 (ft4) for one patient not reported out of the laboratory. The following results were provided (reference ranges; ft4= 9-19 pmol; tsh= 0.4-5.0 uiui/ml): (B)(6) 2024, sid (B)(6) initial ft4= >64.35 pmol/l; repeat ft4= 26.2 pmol.l; new sample ft4= 17.73 pmol/l. Additional data was provided, initial tsh= 7.55 uiu/ml; repeat tsh= 6.9 uiu/ml; new sample tsh= 7.06 uiu/ml. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated architect free t4 (ft4) for one patient not reported out of the laboratory. The following results were provided (reference ranges; ft4= 9-19 pmol; tsh= 0.4-5.0 uiui/ml): on (B)(6) 2024, sid (B)(6) initial ft4= >64.35 pmol/l; repeat ft4= 26.2 pmol.l; new sample ft4= 17.73 pmol/l. Additional data was provided, initial tsh= 7.55 uiu/ml; repeat tsh= 6.9 uiu/ml; new sample tsh= 7.06 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record, and retained product analysis. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57269ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot and issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect free t4 for reagent for lot 57269ud00 was identified.